Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that "inaccurate cgm values" occurred. The reporter stated that while the dexcom device was showing normal cgm readings, his blood glucose meter showed low levels, which led to hypoglycemia. The patient was in a coma starting (B)(6) 2025, and passed away on (B)(6) 2025. The patient used an insulet omnipod5 in modified closed loop. The reporter did not provide further information. No product or data was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional. D4 serial no - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Subsequent to the initial MDR, dexcom cloud data was retrieved and reviewed. Dexcom cloud data noted the patient was not in an active sensor session on (B)(6), 2025, which is the alleged date the patient entered a coma. As previously noted, the reporter was estranged from the decedent and may have not provided accurate dates of occurrence. The sensor session prior to (B)(6), 2025, was found to have completed the full 10-day session on (B)(6), 2025. A review of the app performance data indicates that the last sensor session started at 3:22 pm on (B)(6), 2025 and ended at 1:35 am (B)(6), 2025. Data did not find any calibrations during the sensor session. Data also indicated that the alerts were operating as intended. The user enabled quiet mode (silence all) at 4:29 pm which lasted until 10:30 pm on (B)(6), 2025. The details of the cgm performance are included in tables 1 and 2 below and are included in the supplemental MDR. Lastly, dexcom has reached out to insulet for their investigation results to assist with dexcom's investigation, but dexcom has not yet received it. If insulet data is obtained, dexcom will provide a supplemental report. No additional patient or event information is available.